Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Customer reports the device independently delivered an insulin bolus dose of 9-10 units. The customer reported he did not request or program this bolus dose. According to the report, the customer started to feel weak, and his blood glucose dropped from 107 to the 40's following the uncommanded bolus dose. The customer treated his low blood sugar at home, and did not require medical intervention or treatment. The device was replaced.